Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified. The complaint about the hyperglycemia event could be confirmed. There's an air bubble larger than a rice grain observed in the medicinal vial. In the instruction for use (IFU) guide on page 15 noted "if you see air bubbles larger than a grain of rice, the v-go may not be filled completely. Repeat step 4a to 4f in section 2 (part 2) to ensure a complete fill." This could contribute to a hyperglycemia reading. The device passed the needle mechanism test with no issue observed.

Event description:
The patient stated on (B)(6) 2020 she had attached a v-go and the needle button went down but about 10 hours into to wearing it the patient said she noticed the bottom part of the v-go had come up and the needle was not in her body anymore. The patient blood sugar had gone up to 335 which was its worst level it had been all day. The patient said after she attached the new v-go she gave herself her clicks and that brought her blood sugar back down to a normal level of 161. The patient did not have any symptoms from the high blood sugar.